Manufacturer narrative:
(B)(4). The complaint of infection cannot be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 4 of 4: reference MFR report #1627487-2016-00732, #1627487-2016-00731, #3006705815-2016-00063. The patient received two anchors (model 1192) with the same lot number. It was reported a blister formed at the end of the lead incision site approximately one month after implant (date of event unknown). Reportedly, cultures were taken and results confirmed a pseudomonas infection at the site. Subsequently, an additional surgery took place (date of surgery unknown) due to migration of the wire up to the patient's skin. The physician secured the wire during the procedure. Following the procedure, the patient presented to the ER with wound drainage on (B)(6) 2015. As a result, emergency surgery was undertaken the next day to address the issue. The ipg as well as the lower end of the incision site were discovered to be infected with pseudomonas at that time. The entire scs system was explanted.